Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer states that the adhesive tape sticks to the side of the serter and the white buttons are hard to press and release. The patient's blood glucose level was at 192 mg/dl. The customer was assisted with trouble shooting and was informed that the serter needs to be replaced. The customer was sent a new sensor. No further information was provided.